Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door "hook"; this condition had the potential to interrupt delivery. This condition was found in the medicine department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of the "door hook broken" was confirmed. Service determined that the customer was referring to the broken door assembly in the latch stop area. The device was returned unrepaired, as customer approval for the repairs was never received. A follow-up report will be filed if any additional details become available.